Event description:
It was reported that the device was sent in for repair. During testing at the MFR, the device began smoking. This did not occur during a procedure, so there was no pt involvement. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The motor coil, gear head and cannula were worn. The worn components were replaced and add'l preventative maintenance was performed.